Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient information were requested but not provided.

Event description:
It was reported that an 8110 pump shut down during operation. There was no report of adverse consequences to the patient.

Event description:
It was reported that the device stated "disconnected" and shut down during an unspecified medication infusion. Although requested, no further information was provided.

Manufacturer narrative:
The reported issue of "disconnected" and shut down during an unspecified medication infusion could not be confirmed. No product nor device logs were returned for investigation. Device history review: a review of the device history record showed the device had a manufacture date of 10/07/2009. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Device history record (DHR) review only as no device received.

Event description:
It was reported that the device stated "disconnected" and shut down during an unspecified medication infusion. Although requested, no further information was provided.

Manufacturer narrative:
Updated short description, a1, b5, added additional h6 device code and added syringe; syr tube to d11 .